Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01691. This report is being submitted as additional information. Approximate age of device ¿ 62 days. A direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support and no further issues related to gastrointestinal bleeding have been reported. Bleeding is listed (in the hm3 IFU) as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018, the patient was admitted into the hospital with 1 week of dizziness and worsening fatigue. The patient experienced 1 day of pallor, mild confusion, and dark tarry stool with epigastric pain. The patient had acute on chronic anemia. On (B)(6) 2018, an upper endoscopy showed the esophagus and the duodenum were normal. The source of the bleeding was most likely a small intestine/colonic arteriovenous malformation. The patient received a blood transfusion.

Manufacturer narrative:
It was noted that the section of was inadvertently omitted from the initial submission. No further information was provided. The manufacturer has closed the file on this event.